Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the sr component was fractured, and the embolization coil had offset coil winds. If the pod pc is advanced against resistance, damage such as offset coil winds on the embolization coil may occur. The root cause of the resistance could not be determined. Additional resistance may experience if the damaged embolization coil is retracted back into the introducer sheath. Forceful retraction against this resistance likely contributed to the sr component fracture and the embolization coil detachment. Further evaluation revealed kinks on the pusher assembly. This damage was incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the physician encountered resistance while advancing the pod pc in the lantern. Therefore, the pod pc was removed. Next, while advancing another pod pc of the same size through the middle of the lantern, resistance was encountered and, subsequently, the pod pc unintentionally detached. Therefore, the lantern containing the detached pod pc was removed from the patient, and the coil was removed from the lantern on the back table. The procedure was completed using the same lantern to implant four pod pcs of the same size. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.